Event description:
Report received from USA stating that oil was leaking out of the side of the device. The oil appeared very cloudy. The device was being used during surgery. There were no pt or user injuries. It is unk if delay or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).